Event description:
It was reported by customer that during operation checks cardiosave intra aortic balloon pump (iabp) had drive manifold tests failed issue. There was no patient involved.

Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.